Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1kkqv, implanted: (B)(6) 2017, product type: lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient reported that she had to turn the device off. A week or so later the nurse practitioner turned it back on, and patient had to call the manufacturer to shut it off a couple of days later because the doctor was not available. Patient has appointment in december with their spinal doctor to see if it could be a nerve. Patient doesn't know whether there were any circumstances that led to the stim in the wrong location, all of these activities made it shock: walking, bending, cleaning, standing, sitting, anything made it shock. The device has been off since october. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3889-28, lot#: va1kkqv, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported stimulation in the wrong location and that it was uncomfortable. Patient also stated that for the last couple weeks its coming and going but getting worse and today she is feeling extreme pain with electricity included. Patient reports she is having burning going to her back and neck, left side and lower back and upper, and electricity shock from her head to toe. Patient states she was going to the ER to turn off the implant but she is not sure what to do. It was confirmed during the call that the therapy was on and setting is p1 at 1.9v. No trauma or fall was reported. Pat agent assisted patient with decreasing stimulation to 0.0v and turn therapy off. Patient further reported that her last visit in (B)(6) 2019 to hcp ofc, they told her one lead was not working but the other lead is working fine. Patient expressed satisfaction with the ins and mentioned the ins has been beneficial for her "bladder, female things and back". No further complications were noted or anticipated